Event description:
It was reported when the patient presented for the first post-operative check, device interrogation and a radiograph revealed displacement of the right ventricular lead. The patient was hospitalized and the event was resolved the following day via surgical procedure. The patient is a participant in the post approval clinical surveillance product surveillance registry. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.